Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 10mm x 4mm. Post pipeline procedure, it was reported that the patient developed facial nerve palsy. No other complications were reported with the patient as a result of the procedure.